Event description:
Pt on ventilator 48 hrs in assist control mode, changed mode to contineous positive airway pressure. Zero "0" displayed in the exhaled tidal volume. Respiratory rate and mandatory volume displays. Ventilator alarmed "low volume" and "low rate". Staff observed pt breathing normally. Pt was removed from ventilator, manually ventilated and placed on another ventilator no pt injury reported.